Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13831. It was reported the patient¿s leads had migrated. In turn, surgical intervention may take place at later date to address the issue.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2021 wherein the physician added a new lead above the migrated lead and connected to the ipg. Migrated lead was disconnected and remains implanted. It is unknown which lead was migrated, therefore both leads are being reported.

Manufacturer narrative:
A4 ¿ patient weight and e1 ¿ initial reporter information updated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.